Event description:
The customer contact reported the pt received more medication than intended. The dial-a-flo tubing set was being used to deliver 1000 ml of an unspecified solution for a duration of 24 hours. The dial-a-flo on the tubing set was adjusted to deliver at a rate of 40 ml/hr. It was reported that the delivery was completed 5 to 6 hours sooner than intended. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the domestic list number that is comparable to the int'l list number in the "other" field. 9: the info on reprocessing of the device was requested; however, no response has been received.this report represents all the information known by the reporter upon query by hospira personnel.